Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead impedance on the quick look remote monitoring report was incorrect. The caller was advised that the report either displays the last measured impedance during interrogation which is the correct impedance or if there was no interrogation just before, it show the bipolar automatic lead impedance measured every six hours, which is incorrect/out of range in this case because this is a unipolar lead. The caller was also advised for future transmissions the correct value is shown in the lead trend and battery and lead status tab. No patient complications have been reported as a result of this event.